Manufacturer narrative:
Additional information. Analysis conclusion the reported low speed operation from 20oct2018 could not be confirmed through this evaluation as the data from the log file did not capture the date of the reported event; however, pump power elevation was confirmed through evaluation of the submitted log file. The submitted log file contained data from 24oct2018 to 28nov2018. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8800 rpm for the duration of the log file. The power typically ranged from 5.5 w to 7.2 w, the flow ranged from 5.1 lpm to 10.5 lpm, and the pi ranged from 3.3 to 5.9. On (B)(6) 2018 at 2:09:08 am the log file recorded a pump power elevation of 8.4 w. The power returned to baseline following this event and remained stable for the remaining duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient was asymptomatic, no tests were performed, and the patient received no treatment for the reported event. The account reported that the patient would continue to be monitored for further alarms. The patient remains ongoing on vad support with no further issues reported. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received 17mar2019: the event did not cause any adverse patient effects. The patient was on batteries at the time. No diagnostic tests were performed and no changes to pump parameters made. The patient did not experience any symptoms and no treatment was rendered. The plan of care is to continue to monitor. No additional information was provided.

Manufacturer narrative:
The referenced similar alarms in september was reported under medwatch MFR report #2916596-2018-04342. Approximate age of device ¿ 5 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. It was reported that low flow and low speed alarms occurred on (B)(6) 2018, and were seen only on the system controller. The patient reportedly had similar alarms in early september. The patient was not a pump exchange candidate. Log file analysis by technical services revealed elevated power and flow. The low flow and low speed were not observed due to the log files ranging from (B)(6) 2018 to (B)(6) 2018. It was reported that the patient's vital signs had been stable and the had overall been doing well. The healthcare professional requested advisement. Technical services advised to monitor for further alarms.